Manufacturer narrative:
Date of event: (B)(6) 2017. Expiration date: ni.

Event description:
A report was received via social media that the patient could barely walk. It was also noted that the patient was experiencing bladder and bowel incontinence due to stimulation. No further information could be obtained at this time.